Event description:
Pt admitted at 0200 due to seizure disorder. Placed in foam restraints when she became agitated. At 0613 wrist restraint broke while pt was having a seizure. Restraint failed near the d ring -- the stitching and foam pulled away from the main body of the restraint. There was no apparent injury to the pt.